Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the device in good condition with no apparent contamination. The pump event history showed a battery communication time out, base hardware failure in error history log (ehl). The evaluation was performed, the reported issues could not be duplicated at power up process. The cause of the reported issue is unknown and unable to be determined. The battery readings are all normal and battery is at 94 % charged. The root cause of the reported issue was unable to be determined, as no physical damage/contamination to interconnect board was found. The technician replaced the interconnect board and battery as preventive measure. The device passed all functional/delivery tests.

Event description:
It was reported that a base hardware failure, and battery communication timeout errors were observed. No patient injury was reported.